Event description:
It was reported that the tubing had moisture in it.

Event description:
It was reported that the tubing had moisture in it.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The moisture in tubing failure mode was confirmed. Liquid droplets were observed inside the tubing. The fluid was deemed to be an excess of the silicon lubricant used in the manufacture of the unit. Physical examination of the returned product(s) and additional testing by our team concluded that possible root causes could be attributed to: manufacturing/assembly error and user error in not properly inspecting unit prior to use. This was deduced due to risk documents and investigation results. We concluded that the most likely root cause is manufacturing/assembly error due to event description and investigation findings. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.